Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4)

Event description:
A health care provider (hcp) reported the patient went to the operating room for a depleted implantable neurostimulator (ins). The ins battery had failed and malfunctioned so the patient had to go back to the operating room for a second time two days later to have the ins replaced. The patient is right handed and had severe medically intractable dystonia. Refer to manufacturer report #2200710000-2015-8025 and 3007566237-2015-02758.